Event description:
Subsequent to the initial MDR, additional information became available. It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced signal loss while they were experiencing a hypoglycemic event. The patient is legally blind and the app is set up to tell the patient what the cgm readings are every 15 minutes. On the day of the event the cgm reading was 3.3 mmol/l and dropping. The patient felt lightheaded at that time, and ate carbohydrates such as butter tart. The cgm showed a signal loss after this, and an unknown time after this, the patient lost consciousness. The wife came home an hour later, found the patient unconscious, and called the paramedics. The patient was brought to the hospital, where they regained consciousness. The patient could not remember specific treatment, but once a fingerstick was taken the blood glucose reading had gone up to 7.0 mmol/l. The patient stayed in the hospital for 1 night and was discharged the day after the event. At the time of the report the patient was stable. Data has been received but is pending evaluation. Signal loss while experiencing a hypoglycemic event was undetermined via data. The probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
B1 adverse event and/or product problem- additional. B5 describe event or problem - additional. H2 correction/additional information. H6 medical device problem code - correction. H6 type of investigation - additional. H6 investigation findings - correction. H6 investigation conclusion - correction.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that a signal loss occurred. The wearable was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced signal loss while they were experiencing a hypoglycemic event. The patient is legally blind and the app is set up to tell the patient what the cgm readings are every 15 minutes. On the day of the event the cgm reading was 3.3 mmol/l and dropping. The patient felt lightheaded at that time, and ate carbohydrates such as butter tart. The cgm showed a signal loss after this, and an unknown time after this, the patient lost consciousness. The wife came home an hour later, found the patient unconscious, and called the paramedics. The patient was brought to the hospital, where they regained consciousness. The patient could not remember specific treatment, but once a fingerstick was taken the blood glucose reading had gone up to 7.0 mmol/l. The patient stayed in the hospital for 1 night and was discharged the day after the event. At the time of the report the patient was stable. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional patient or event information is available.